Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post implant of an right ventricular (rv) lead, the patient experienced palpitations. The lead exhibited loss of capture and high thresholds on electrograms (egm). The patient was admitted acutely, testing demonstrated no capture at high outputs, but fluoroscopy demonstrated no obvious lead displacement. Lead damage was also noted. The lead was explanted and replaced. On inspection, the lead had a pinch within the insulation and core, suggestive of a mechanical failure. No further patient complications have been reported as a result of this event.